Manufacturer narrative:
Additional product component: model number/catalog number: 72401110 and 72400152, serial number: null and null, batch/lot number: 798140001 and 808419007, model/catalog description: pump cxm and reservoir 65ml.

Event description:
It was reported that the patient experienced discomfort of the cylinder and the pump not restoring shape with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Event description:
It was reported that the patient experienced discomfort of the cylinder and the pump not restoring shape with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Manufacturer narrative:
Device analysis: malfunction was reported. The ams700 cylinders were visually inspected and functionally tested. No leak was found. Both cylinders performed within specifications. The allegation was not confirmed, the most probable cause for this complaint was considered no problem detected. This complaint investigation conclusion code is utilized when the device complaint or problem cannot be confirmed. Based on the results of this investigation, no escalation is necessary. Additional product component: model number/catalog number: 72401110 and 72400152, serial number: null and null, batch/lot number: 798140001 and 808419007, model/catalog description: pump cxm and reservoir 65ml.